Event description:
Stent pushed forward upon inflation distal to area of perforation and was not noticed until after the case was over. Pt was taken to or. No flow. Could not tell mld after deployment.